Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca and 2 endeavor sprint rx stents were also implanted in the lad. The following day the patient suffered a mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the event was unrelated to the study device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).